Manufacturer narrative:
(B)(4).

Event description:
It was reported, the asymptomatic patient presented to the clinic for routine follow up. Upon interrogation, the patient's right ventricular lead exhibited post-paced t wave oversensing. No intervention was reported. The patient is reportedly in good condition.

Manufacturer narrative:
Reprogramming was performed as suggested. Patient condition is stable.